Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. Microscopic examination of the flow restrictor determined that the root cause was micro-air bubbles, which blocked the fluid pathway inside the lumen of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.